Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the tip of the scope connector was chipped or broken, causing excessive stresses to be applied to the video connector terminal when inserting the scope, resulting in the terminal buckling and phenomenon due to user handling. Additionally, the amount of use and age of the device (over 10 years) led to deterioration.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a broken pin was found inside the video connector, causing no image when tested with a ltf-vh scope. The cause of the broken pin, resulting in the reported problem, is likely due to user handling.

Event description:
A user facility reported to olympus that no image was produced due to a "broken pin in the camera." The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.